Manufacturer narrative:
This report has been submitted on august 05, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to inflammation. There are no plans to reimplant the patient with a new device as of the date of this report.